Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the device's seal plate. The cord plug was cut off and not returned. Functionally, damage to the knife blade slot on one of the jaws was identified under high magnification inspection of the seal plate. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The device's knife blade retracted and advanced properly. The heel gap of the device was measured and it was found to be within specification. It was reported that the device was plugged into a generator but it could not cut at all, knife blade could not advance and knife blade could not retract. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged seal plate. The product analysis noted evidence that the device was not used as intended. This issue may occur due to a metallic object such as a staple or clip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lap. Colon resection, the device was plugged into a generator but it could not cut at all, knife blade could not advance and knife blade could not retract but it does not protrude beyond the edge of the jaws. Jaws were forced open and jaw had an issue. It was impossible to close and impossible to open. It was not applied to tissue at the time and it was unknown how far into the surgery this happened. Device was normally cleaned. Another ligasure was successfully used with this generator. There was no patient injury.